Event description:
Newton af clinical study - (B)(6). An index ablation procedure involving an intellanav stablepoint open-irrigated catheter was completed on (B)(6) 2022. It was reported that the patient experienced vomiting after the procedure due to sedation. The patient was given 4mg intravenous ondansetron. The issue was resolved on (B)(6) 2022. No further patient complications were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.